Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 07aug2019. Troubleshooting action: review of the service history shows that the issue repeated. The customer reported that the power switch overlay, power management (pm) printed circuit board (pcb) and central processing unit (cpu) have been replaced. Customer replaced pm pcb and cpu have been replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit turns on by itself. There was no patient involvement.